Manufacturer narrative:
The investigation is ongoing.

Event description:
After successful deployment of a 29mm sapien 3 valve, blood came back into the atrion. The balloon was able to be retrieved through the sheath without issue. The device was evaluated on the back table and a small hole in the balloon close to the pusher was observed. The patient's native annulus was 580mm2 by CT, had mild to moderate native leaflet calcification and one large piece of calcium in the native annulus.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. During visual analysis it was observed that the inflation balloon was separated into two pieces (longitudinal and radial), the balloon material had bunched up at the distal nose tip, there was bunching in the crimp balloon, and the nose tip to guidewire shaft bond and nose tip to inflation balloon bond was intact. There were no other visual abnormalities observed. No manufacturing non-conformities were found in the returned sample. Dimensional analysis of the crimp balloon double wall thickness were found to meet specification. No relevant functional testing could be performed due to the condition of the complaint device (balloon burst). A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. The complaint for withdrawal difficulty was confirmed based on the returned condition of the device (ruptured balloon bunched at nose tip). Available information supports that the condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval. The complaint for distal tip, nose tip separation was unable to be confirmed as visual inspection revealed that the nose tip bonds to the guidewire shaft and inflation balloon were intact. The rupture in the balloon translated in a complete radial separation in the distal and proximal ends of the inflation balloon. This separation in the inflation balloon likely gave the appearance of a separation of the nose tip. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the patient¿s mild to moderate native leaflet calcification and a chunk of calcium in the aortic root likely contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During deployment of a 29mm sapien 3 valve, the balloon ruptured in half. The valve was stable in the annulus with trace to mild pvl. The delivery system could not be removed through the esheath. All the devices were removed as one unit. Upon removal, it was noted that half of the balloon and nose cone had separated from the delivery system and was in the patient on the arteriotomy side. It was unknown exactly when the balloon and nose cone separated. A surgical cutdown was performed and all the pieces were able to be retrieved from the patient. At the time of the report the patient was stable. The patient's native annulus measured 550by CT, had mild to moderate native leaflet calcification and a chunk of calcium in the aortic root.